Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle broke off of the suture and out of the jaws and stuck in the tissue. The physician used graspers to remove the needle in tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4).